Event description:
The company was notified on (B)(6) 2016 of an adverse event that occurred on (B)(6) 2016 involving a liberator 45 reservoir. The alleged incident was described as: "the patient was on the front porch with his oxygen on and lit a cigarette. The equipment involved was a 45l capacity cylinder of liquid oxygen. The patient was assessed at the (B)(6) hospital emergency room and was sent home with second degree burns to his hands and face. When respiratory therapist arrived at the home she visualized patient with black soot around his mouth and nose as well as 2 blisters on his nose and one blister to his left temple as well as one blister to his left cheek. His mustache and beard were singed and black. Vitas was notified by our respiratory therapist who happened to arrive for her routine weekly visit."

Manufacturer narrative:
The unit was inspected by the company. There was no visible damage to the unit and no leaks were present. All of the pressure and flow tests were within specifications. The unit functions as intended. There were no visible scorch marks on the shroud or the metal as well as no visible damage to any components. The fire was only on the outlet (patient interface end) of the cannula. The customer complaint could not be duplicated when operated per manufacturer's instructions.

Event description:
The company was notified on march 18, 2016 of an adverse event that occurred on (B)(6) 2016 involving a liberator 45 reservoir. The alleged incident was described as: "the patient was on the front porch with his oxygen on and lit a cigarette. The equipment involved was a 45 l capacity cylinder of liquid oxygen. The patient was assessed at the palm bay hospital emergency room and was sent home with second degree burns to his hands and face. When respiratory therapist arrived at the home she visualized patient with black soot around his mouth and nose as well as 2 blisters on his nose and one blister to his left temple as well as one blister to his left cheek. His mustache and beard were singed and black. Vitas was notified by our respiratory therapist who happened to arrive for her routine weekly visit."